Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) was confirmed. Upon investigation the monitor failed incoming functionality testing and displayed a service code 110 (overvoltage set no energy).  The cause for the failure was isolated to bent j1002aa and j1003aa pins, and capacitor c19 pulled from the defib board. Additionally, j1003bb plastic housing was separated from the pins and the pins were bent, and j1002bb plastic housing was separated from the pins. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.